Event description:
New acquired karl storz model 11272vhk cystoscopes damaged at the same spot and failing leak test. Out of 9 acquired, 5 of them have damaged at the same spot and failed leak tests. We are reporting this to FDA and requesting further investigation on this as this may be possible manufacturing defect causing the device to be damaged at the same spot while the device is only few months old. Additionally, OEM is declining the repair under warranty assuming this to be use/abuse damage case. However, we suspect this could potentially be manufacturing defects leading to damage occurring at the same region. Please investigate further. Ref reports: mw5158346, mw5158347, mw5158348, and mw5158349.